Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow up far r wave oversensing was observed. Reprogramming was recommended. No further information is available.